Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, after tka surgery, had been performed 18 years ago the patient experienced tibial loosening. This adverse event was solved by revision surgery on (B)(6) 2023, in which a ps femur, a gii tibia and a ps insert were explanted. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6. The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that no supporting clinical documentation will be provided. Therefore, a thorough medical investigation cannot be rendered, nor could the definitive root cause of the reported tibial loosening be determined. Of note, the s&n implants were in-situ 18 years prior to the reported revision. According to the report, the health status of the patient is unknown. Therefore, the impact to the patient beyond the reported tibial loosening and the subsequent revision cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the instructions for use documents for knee systems revealed that looseness of components could occur as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. This has been identified as a possible adverse effect. Devices specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management files and prior actions review could not be performed. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that no supporting clinical documentation will be provided. Therefore, a thorough medical investigation cannot be rendered, nor could the definitive root cause of the reported tibial loosening be determined. Of note, the s&n implants were in-situ 18 years prior to the reported revision. According to the report, the health status of the patient is unknown. Therefore, the impact to the patient beyond the reported tibial loosening and the subsequent revision cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the instructions for use documents for knee systems revealed that the performance expected lifetime of this device under normal conditions of use is 10 years, although the actual lifetime of the device may be shorter or longer than this and could be as long as the life of the patient. Devices' specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management files and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.